Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 wherein both leads were replaced. The reason for surgery was not provided. Therapy was restored post op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.